Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was an area of in-stent restenosis located in the left main artery. A 3.5x15mm nc balloon catheter was used fr predilatation with adequate results where the balloon passed freely to the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was then advanced for treatment. However, despite repeated attempts, it failed to cross the previously implanted stent and the shaft broke. A non-bsc stent was used to complete the procedure. No known patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 247 mm distal to the distal end of strain relief as well as multiple kinks noted on both sides of the breaking site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Angiographic images that were reviewed did not identify the alleged difficulty in crossing a placed stent or the shaft break as the images provided showed successful deployment of 1 stent at the lesion site identified in prox lm located inside a previously deployed stent. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was an area of in-stent restenosis located in the left main artery. A 3.5x15mm nc balloon catheter was used fr predilatation with adequate results where the balloon passed freely to the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was then advanced for treatment. However, despite repeated attempts, it failed to cross the previously implanted stent and the shaft broke. A non-bsc stent was used to complete the procedure. No known patient complications were reported.